Manufacturer narrative:
H6: investigation summary bd had not received samples or photos in support of this complaint. Therefore, 20 retention samples from the bd inventory were visually inspected and the indicated failure mode of foreign matter was not observed. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was powder lumpy foreign matter embedded in tube wall."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was powder lumpy foreign matter embedded in tube wall."